Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer; (B)(4).the insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were only intermittently responding. The customer's blood glucose was 149 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.